Event description:
(B)(4). Weight gain up to (B)(6) in (B)(6) 2016 from time of insertion now down to (B)(6) in (B)(6) 2017, sharp pain on either side without. Or ovulation horrible cramps and ovulation pain during cycle, longer periods were four to five days now five to seven days, heavier flow several times I thought I was bleeding internally, headaches migraines really bad in (B)(6) 2016 and today, loss of libido and some pain during sex, some depression and mood swings, numbness of left hip with paint and tingling going into thigh, light-headed no energy, bloating and gas, joint pain in the knees, mid to lower back pain with knots that form on the side that is cramping not scan roll under skin when moved with fingers.